Manufacturer narrative:
D4 - the initial reporter stated the lot number is 1431564, but this was not found in our system. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego® connector that experienced leakage and no flow. The reporter stated that "there is possible leaks and impermeability." The status of the product at the time of the event was unknown. There was unknown patient involvement.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information d4 and h4.